Event description:
It was reported that the unsupported head piece lowered completely. There was pt involvement, with no adverse consequences reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.